Event description:
The user facility reported during surgery, flakes from the instrument went into the patient's eye. The surgeon was able to wash out the flakes with no injury to the patient.

Manufacturer narrative:
Evaluation completed. One e4971 was returned discolored. Under microscopic examination the instrument meet specification and showed no evidence of material defect or manufacturing error. There was normal color tarnish for silver solder, which can be caused over time with improper cleaning. Proper cleaning of silver solder is located on the b+l website.